Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
On (B)(6) 2025 the parent of a patient reported that the patient had been hospitalized at (B)(6) (health care provider¿s name was unknown) with hyperglycemia. On (B)(6) 2025 the patient's blood glucose levels reached 400 mg/dl while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (abdomen) while the patient was outside, causing the cannula to dislodge. The patient and caregiver were unable to apply a new pod or give insulin, so the patient was transported to the hospital via ambulance. At an unspecified time during this event his blood glucose also had dropped to 50-60 mg/dl. The patient had experienced symptoms of tiredness and exhaustion. A new pod was applied at the hospital and also fell off (documented in insulet reference # (B)(4) for pod #2) and at the time of the call, the patient was still at the hospital.